Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on review of the system, bg values entered as calibrations fit sg trends well, with occasional differences due to lag. However, a recent period of instability was observed. The user was advised to perform a sensor re-link which was completed successfully. Per dms review, the user is using the system with up to date information.

Event description:
On 08 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Multiple callback attempts were made, and the user was eventually reached and guided through the re-linking process successfully. The user was educated on the procedure, informed that it should only be done under guidance, and advised to monitor readings and contact customer care if further issues occur. After re-linking, dms confirmed the system was functioning correctly, and the user was re-enrolled in the weekly calibration phase. The case was closed with instructions to continue using the system and report any additional concerns. B4. Date of this report 06 jan 2026. G3. Date received by the manufacturer? 06 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.